Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit displayed an e222 output error code. The issue occurred during a diagnostic cholangioscopy that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 222 was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the scope communication error was confirmed. The cause of the error was attributed to a faulty module. Olympus will continue to monitor field performance for this device.